Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration to the dome of the bladder.") In a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain,") and menstrual disorder ("menstruation issue(s"). The patient was treated with surgery (laparoscopy and removal of essure coil). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration to the dome of the bladder/migration of essure device location of device: on top of the dome of the bladder') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (ess205) (batch no. 12233989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam since (B)(6) 2003, citalopram since (B)(6) 2003 and risperidone since (B)(6) 2003 for depression as well as fluticasone furoate;umeclidinium bromide;vilanterol trifenatate (trelegy), lamotrigine, nsaids, paracetamol (acetaminophen) and quetiapine. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain/pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2004, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issue(s"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with carbamazepine and surgery (ablation and laproscopy and total vaginal hysterectomy as per removal details, hysterectomy-uterus + cervix, surg). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia and weight increased outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in essure removal date: (B)(6) 2014, (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: hystrosalpingogram: the study was performed following placement of fallopian tube device. Scout film demonstrates the presence of bilateral fallopian tube devices. Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration to the dome of the bladder.") In a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain,") and menstrual disorder ("menstruation issue(s"). The patient was treated with surgery (laparoscopy and removal of essure coil). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality-safety evaluation of product technical complaint incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration to the dome of the bladder/migration of essure device location of device: on top of the dome of the bladder') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (ess205) (batch no. 12233989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam since 25-apr-2003, citalopram since 25-apr-2003 and risperidone since 25-apr-2003 for depression as well as fluticasone furoate;umeclidinium bromide;vilanterol trifenatate (trelegy), lamotrigine, nsaids, paracetamol (acetaminophen) and quetiapine. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain/pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issue(s") and was found to have weight increased ("weight gain"). The patient was treated with carbamazepine and surgery (ablation and laproscopy and total vaginal hysterectomy as per removal details). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the abdominal pain and pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in essure removal date: (B)(6) 2014 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.887 kgs. Hysterosalpingogram - on 18-jul-2003: hystrosalpingogram: the study was performed following placement of fallopian tube device. Scout film demonstrates the presence of bilateral fallopian tube devices. Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration to the dome of the bladder/migration of essure device location of device: on top of the dome of the bladder') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (ess205) (batch no. 12233989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam since (B)(6) 2003, citalopram since (B)(6) 2003 and risperidone since (B)(6) 2003 for depression as well as fluticasone furoate;umeclidinium bromide;vilanterol trifenatate (trelegy), lamotrigine, nsaids, paracetamol (acetaminophen) and quetiapine. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain/pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2004, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issue(s"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with carbamazepine and surgery (ablation and laproscopy and total vaginal hysterectomy as per removal details). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia and weight increased outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in essure removal date: (B)(6) 2014, (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: hystrosalpingogram: the study was performed following placement of fallopian tube device. Scout film demonstrates the presence of bilateral fallopian tube devices. Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events: bladder problems, urinary problems. Event outcome were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration to the dome of the bladder/migration of essure device location of device: on top of the dome of the bladder') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (ess205) (batch no. 12233989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam since (B)(6) 2003, citalopram since (B)(6) 2003 and risperidone since (B)(6) 2003 for depression as well as fluticasone furoate;umeclidinium bromide;vilanterol trifenatate (trelegy), lamotrigine, nsaids, paracetamol (acetaminophen) and quetiapine. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain/pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issue(s") and was found to have weight increased ("weight gain"). The patient was treated with carbamazepine and surgery (ablation and laproscopy and total vaginal hysterectomy as per removal details). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the abdominal pain and pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in essure removal date: (B)(6) 2014 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.887 kgs. Hysterosalpingogram - on (B)(6) 2003: hystrosalpingogram: the study was performed following placement of fallopian tube device. Scout film demonstrates the presence of bilateral fallopian tube devices. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs receive. Product indication updated. Aka name added. Suspect drug explant date updated from: (B)(6) 2014 to (B)(6) 2016. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and weight gain. Event onset date were added. Event severity added for: chronic pelvic pain. Event outcome added for: chronic pelvic pain and abdominal pain. Event clubbed: migration to the dome of the bladder/migration of essure device location of device: on top of the dome of the bladder. Concomitant medications were added. Lab data result updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration to the dome of the bladder.") In an adult female patient who had essure (ess205) (batch no. 12233989) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain,") and menstrual disorder ("menstruation issue(s"). The patient was treated with surgery (laproscopy and total vaginal hysterectomy as per removal details). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: hystrosalpingogram: the study was performed following placement of fallopian tube device. Scout film demonstrates the presence of bilateral fallopian tube devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: plaintiff fact sheet- reporter information, lot number added, date of removal added from removal detail, specify. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration to the dome of the bladder/migration of essure device location of device: on top of the dome of the bladder') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (ess205) (batch no. 12233989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam since (B)(6) 2003, citalopram since (B)(6) 2003 and risperidone since (B)(6) 2003 for depression as well as fluticasone furoate;umeclidinium bromide;vilanterol trifenatate (trelegy), lamotrigine, nsaids, paracetamol (acetaminophen) and quetiapine. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain/pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2004, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issue(s"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with carbamazepine and surgery (ablation and laproscopy and total vaginal hysterectomy as per removal details). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia and weight increased outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in essure removal date: (B)(6) 2014, (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: hystrosalpingogram: the study was performed following placement of fallopian tube device. Scout film demonstrates the presence of bilateral fallopian tube devices. Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new events: bladder problems, urinary problems. Event outcome were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.